Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Customer changed infusion set and cartridge and resumed insulin after each event. Ongoing troubleshooting with tandem technical support ultimately led to a pump replacement. Reportedly the customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
Customer followed up regarding the issue, clarified the dates of occurrence, and the pump was replaced.

Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Customer changed infusion set and cartridge and resumed insulin after each event.